Manufacturer narrative:
This rv lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician had accidently fractured this right ventricular (rv) lead when securing the suture sleeve. As a result a high out of range pacing impedance measurement of greater than 3000 ohms was also noted. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.